Event description:
It was reported that the patient presented with class 4 angina for a diagnostic procedure. Angiographic examination revealed a high grade (80-90%) in-stent re-stenosis of the ostial segment of the svg to the rca. The stenosis appeared to be just proximal to the fracture site. The physician believes the stent fracture was the cause of the angina. The patient was also found to have critical left main coronary artery and severe triple vessel coronary artery disease which has progressed since the angiogram in 2001. Because of the high-grade in-stent stenosis and the stent fracture, the physician felt that further percutaneous intervention carried increased risk. In 2002, the patient underwent coronary artery bypass grafting with saphenous vein grafts to the distal lad, 1st obtuse marginal and the left ventricular branch of the rca. Patient tolerated the procedure well.